Event description:
The report stated that the seals made with the ligasure device were bleeding around the edges after they were bisected. No pt injury was reported.

Manufacturer narrative:
Evaluation of the incident device showed damage to the integrated cutter that could have caused the reported event. The cutter is 100% functionally tested in manufacturing. The damage to the cutter could have happened during the surgery if the user hit a staple or other hard object. The customer was contacted twice to provide additional details, but has not responded to our requests. If additional info pertinent to the incident is rec'd, a follow-up report will be submitted.